Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of death for the consumer was listed as respiratory arrest and parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v515921, implanted: (B)(6) 2010, product type: lead.

Event description:
It was reported that a patient was taking 1.5 hours each day to charge the implant and the reporter wanted to know why the implanted battery was being discharged so quickly. It was noted that the patient was recharging every day when the battery only depleted to 75 percent. It was reported that if the voltage was set high then the patient had tremor control, but then he couldn¿t swallow. It was noted that if voltage is set low to allow the patient to swallow then the patient couldn¿t lift the fork or spoon to his mouth. It was reported that the patient did get relief based on the programming. It was later reported that the patient¿s wife had stated that the patient was dying and had only another day or two left. The patient had deep brain stimulator for tremor and had just had a regular battery replaced with a rechargeable device in (B)(6) 2014. Patient¿s wife wanted to know what would happen if she did not recharge the device. The patient was not capable of sitting up and recharging himself and the patient could barely breathe. Patient had difficulty swallowing which had seemed to be provoked by the equipment. The patient¿s wife stated ¿we are hoping the difficulty swallowing may get a little bit better because he couldn¿t even swallow his own saliva and he was choking a lot.¿ two days prior to (B)(6) 2014 was the last time the patient had recharged, he was able to go down the stairs and recharge. On (B)(6) 2014 the patient could not even stand. The patient¿s wife was going to let the device run dead and see what happened. On (B)(6) 2016 the consumer reported the patient died on (B)(6) 2014 because their deep brain stimulator system caused them to lose function in the mouth and throat so they starved to death. It was unknown if the patient died in a medical facility or if there were an autopsy records available. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they didn¿t know what the cause of death was, but according to their records it wasn¿t related to the deep brain stimulator or any issue with the device.